Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged battery issue was verified; alleged shutdown related to use error.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting and pump shutdown. Customer's blood glucose was 220 mg/dl. As contact did not have pump at time of the report, tandem technical support (cts) was unable to confirm battery history. Upon follow up, contact declined cts's offer to troubleshoot and declined to provide further information.